Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had open book image. The blood glucose level was 160 mg/dl. The customer reported that the insulin pump was beeping and it has a red x and an arrow pointing to a book. The troubleshooting was performed. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.